Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a fresenius 2008t machine had a ultrafiltration (uf) rate issue during a patient¿s hemodialysis treatment. The qb was 500 ml/min, there was a low tmp alarm and was lowered to 400 ml/min the tmp 120 mmhg. The uf rate was 860 ml/min. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention. The patient completed treatment on the same machine. Additional information was requested, however, to date not provided.